Manufacturer narrative:
Investigation: device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Conclusion: no conclusion could be done as insufficient information has been provided. Additional PMA/510(k) # k080099.

Event description:
First control on (B)(6) was conform. During 4 month post-op (B)(6), broken rod was detected on right side. Revision has been planned for (B)(6) 2011. During revision, connector has been found to be broken too but on the other side.